Event description:
It was reported that during an unk procedure, it would not fire. They used a second device to complete the case with no pt consequence reported.

Manufacturer narrative:
(B)(4): eval summary: the analysis results for the el5ml device confirmed that it was returned non-functional. The instrument was cycled, fed and formed 1 conforming clip and then the cam broke, the subsequent firings resulted in ejected clips due to the cam condition. We have documented the circumstances as they were reported to us. In addition, an investigation has been initiated to determine the cause of this issue. No incident related to the reported event was observed during the batch record review.